Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reporter problem (check therapy electrode and check electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The white pulse wire was open in the trunk cable insulation and the pulse wire in the cable that connects the distribution node (dn) to front therapy electrode was also open. The open pulse wires caused by the reported alarms. The root cause for the open pulse wires could not be positively identified, but the damage likely resulted from excessive force on the electrode belt cable sections. No adverse event resulted from the open pulse wires. The patient received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient was receiving check therapy electrode and check electrode belt alarms. The patient was issued a replacement electrode belt.